Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic and electrical features were tested and no issues were observed. In addition, the product was deflecting correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30969295m, and no internal action was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a idvt procedure with a decanav electrophysiology catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during an idvt procedure, an adverse event occurred. The physician suspected they had a perforation in the left ventricle from the decanav catheter. The perforation was discovered because the bwi representative could see that the decanav was well outside of their previously acquired anatomy from the ultrasound system and fam (fast anatomical mapping). The medical team also reported that they noted hypotension in the patient. The discrepancy caused suspicion, so the bwi representative and physician used the ultrasound to further investigate and confirmed the perforation. They reported there was a growing pericardial effusion. They reported that a pericardiocentesis was performed and approximately 350ml of fluid was removed. The patient is currently stable. No case study was being performed. Additional information- the adverse event was discovered during use of biosense webster products. Pericardiocentesis was done. Patient required extended hospitalization because of the adverse event as additional monitoring was required. Generator used was smartablate generator loaner sn unknown. Transseptal puncture was performed, unrelated to complication; with a versacross baylis fixed sheath kit. Prior to noting the pe or CT, ablation was not performed. No evidence of steam pop. The event occurred during the mapping phase. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.